Event description:
It was reported by the physician that the patient's ipg may be loose in the pocket. As a result, surgical intervention may occur.

Event description:
It was reported that the system was explanted on (B)(6) 2019. Issue resolved.